Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, red particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identified one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side "rupture" and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported left side "rupture" and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.